Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes and clinical records provided and reviewed state that a patient underwent a right total knee arthroplasty on (B)(6) 2023. Subsequently, the patient underwent a polyethylene exchange on (B)(6) 2024; however, no clinical records were available to identify the reason for this procedure. All components except the articular surface were retained during the poly exchange. A definitive root cause cannot be determined. Complaint is confirmed based on operative notes provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a poly exchange due to unknown reasons approximately 1-year and 10 months post implantation. It was reported that no further information is available.